Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery functioning okay, insignificant ano malies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient never had therapeutic effect following implant. No outcome or intervention was reported regarding the event, so additional information was requested. Additional information was received from the consumer on 2019-feb-06. It was reported that the patient wanted a health care physician (hcp) to remove the device because it has never worked. The patient reported the device was supposed to help with their bowel but it helped with neither. The patient mentioned the device had not been working for almost three years. When asked if the patient¿s symptoms had returned, the patient stated that the symptoms were still there and the device never worked. The patient was redirected to follow up with the hcp to discuss removal of the device. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reiterated the same issue. Patient stated that they were very dissatisfy with the device as at the time they were not taught anything. There were no further complications reported/anticipated.